Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the device was removed and it was noted the mid part of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.